Event description:
The customer reported that an unrelated image appeared in the current pt's file. Also they later discovered a complete pt file missing.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system was taken out of service.